Event description:
It was reported that the programmer could not be powered up. The programmer was returned service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer could not be powered up. It was also noted that the cursor did not align with stylus. The network port was damaged and the plug did not latch. The programmer software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.